Event description:
It was reported that the 8015 display had no backlight. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the potential cause of the backlight failure in the reported device 8015 was not identified during the call with the customer. To resolve the problem, tech support suggested replacing the lcd display or sending the unit in for repair.